Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet following a cartridge and infusion set change, with blood glucose values confirmed by fingerstick and an alert indicating high glucose; the user and caregiver had previously entered larger-than-meal announcements without food intake, and later replaced all insulin delivery supplies after reporting chest discomfort and concern about insulin delivery. Symptoms included hyperglycemia, nausea, distress, and irritability. Outcomes included no significant health consequences and were characterized as minor illness or impairment. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no specific device component implicated and no definitive medical device problem identified due to insufficient information, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.